Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? - besides the 2d data matrix barcodes issue, is the reported packaging containing conflicting product information that prevents proper identification of the product? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: - please provide the source or name of person providing answers to follow-up questions: additional h11: vcl+ vio 27in 4-0 s/a rb-1 (vcp304h) : n/a vcl+ vio 27in 4-0 s/a rb-1 (vcp304h) : lot code / lot number: 108c7u list of other j&j products (non-customer complaint products) used in the case surgery. ## na *** has there been a patient or user injury report? ## no *** are there any noticeable delays? ## no *** if available, provide the product order number (po). ## na *** d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on 20/04/2026 and suture was used. Before use, customers have reported that the qrqode on our product packaging is blurry and cannot be scanned. No adverse patient consequences were reported. Additional information was requested.